Event description:
A (B)(6) female was seen at my office for a contact lens related eye problem. Her last comprehensive eye exam was less than 5 years from today's date, but she was able to fill an expired prescription through (B)(6) to stay in her habitual contact lenses. Today's consequences included a chronic red eye, severe dry eye, and corneal dislocation. She was asked to discontinue contact lenses and may be in jeopardy of never wearing them again, as well as, chronic dry eye disease or corneal sequelae.